Manufacturer narrative:
This is a duplicate reporting of the event reported on asr ID (B)(4).

Event description:
It was reported that during a surgical procedure at the user facility, a bur broke off inside the attachment. Back-up equipment was used to complete the procedure. Part of the bur fell into the surgical site but was removed. No clinically significant delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The device has not been returned for analysis at this time. Additional information will be submitted when the device is received, and if additional information is received and requires reporting. (B)(4): the device has not been returned for analysis at this time.

Manufacturer narrative:
Additional information was repported by the user facility.

Event description:
It was reported that during a surgical procedure at the user facility, a bur broke off inside the attachment. Back-up equipment was used to complete the procedure. Part of the bur fell into the surgical site but was removed. No clinically significant delay, no adverse consequences and no medical intervention were reported.the user facility reported the additional information that the part of the bur that fell into the patient was removed with forceps. It was also reported that the piece of bur had been disposed of, the lot number of the bur was unknown, and that the user facility does not reprocess their burs.

Event description:
It was reported that during a surgical procedure at the user facility, a bur broke off inside the attachment. Back-up equipment was used to complete the procedure. Part of the bur fell into the surgical site but was removed. No clinically significant delay, no adverse consequences and no medical intervention were reported. The user facility reported the additional information that the part of the bur that fell into the patient was removed with forceps. It was also reported that the piece of bur had been disposed of, the lot number of the bur was unknown, and that the user facility does not reprocess their burs.